Event description:
Initial burn successful. Subsequent burn stopped approximately 1/2 way through the treatment and error code - e73 electronic fault catheter, replace catheter was displayed. The procedure was completed with a subsequent catheter with a different lot number. FDA safety report ID# (B)(4).